Event description:
It was reported that the device was stuck on the wire. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and rotawire ic were selected for use. During procedure after several ablations, upon removal of the device, it was noted that the burr got stuck with the wire. The devices were completely removed from the patient as a unit and completed the procedure with a non bsc device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were visually and microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was stuck on the wire. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and rotawire ic were selected for use. During procedure after several ablations, upon removal of the device, it was noted that the burr got stuck with the wire. The devices were completely removed from the patient as a unit and completed the procedure with a non bsc device. No patient complications reported and patient's condition is good.